Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the handle and trigger of the device could not be activated to open the device. The physician had to manually force the device to open.